Event description:
Customer called in to customer service to report she had areola abrasions from her breastshields.

Manufacturer narrative:
Customer was sent new breastshields to help resolve the issue. Attempts to follow up with the customer to get additional information including medical treatment received, if any were unsuccessful. The clinical follow up was completed on (B)(4) 2013 and revealed that the customer stated that she developed an open wound that required medical attention and prescription nystatin to treat a yeast infection that developed in the wound. The wound was healing well, so she began pump use again and the wound re-opened. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed or correct information, a follow up report will be filed at that time. Reported issues are currently being investigated under (B)(4).